Event description:
The information received from the reporter indicated that the maxi ld 7f balloon should have been a 14 x 4 and instead it was a 14 x 2. The product was opened for the first time during the procedure when it was noted. When they attempted to open a second one, the same thing occurred. Pictures are being sent for review.

Manufacturer narrative:
The product is not available for evaluation and testing. However, films have been received and are being reviewed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number is 9610978-2009-00246.